Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 h3, h4, h6: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number x0511 was released in a single batch. Batch1: released on june 04, 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 x25 set screw inserter was received at us customer quality (cq). Visual inspection of the complaint device showed one of distal tip for the outer shaft had broken off, and the broken fragment was not returned with complaint device. No other issues were observed with the complaint device. Dimensional inspection: feature: shaft od close to tip. Measured dimension: conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Viper2 x25 set screw inserter. Viper2 x25 set screw inserter outer shaft. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received outer shaft distal tip broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, instrument´s tip was broke intraoperatively. Another identical instrument was available and procedure was completed successfully using another identical instrument without any surgical delay. No patient consequences. This report is for one (1) viper2 x25 set screw inserter. This is report 1 of 1 for complaint (B)(4).